Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass surgery, the shunt sensor leaked. The product was changed out. The surgery was completed successfully. There was a very slight amount of blood loss. There was no pt injury.